Manufacturer narrative:
D4: serial number was requested, but is unknown. D4: UDI is not available at this time due to unknown serial number. The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). Further relevant information was requested (like if the device was completely out of sound, product details and how the issue was resolved), but none was provided. Due to the lack of available information, the exact cause for the reported issue remains unknown. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the mx40 monitor displayed a speaker malfunction error. It is unknown if there was still sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.